Event description:
Hologic field applications specialist (fas) reported on behalf of customer that there was a potential cross-contamination of the samples tested with the sars-cov-2 tma assay on panther instrument sn (B)(4). The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.

Manufacturer narrative:
Customer was running the uncapped tube workflow and used an off-label protocol for their sample transfer due to a difficulty in purchasing the appropriate collection tubes for covid-19 testing. When they received swabs in multi-test tubes, they uncapped the multi-test tube, removed the swab, and transferred 500 l into the lysis buffer tube. Hologic field applications specialist (fas) discussed the contamination risk with customer and suggested they directly transfer the 500 l to reduce the risk of contamination. Customer complied and resolved the contamination issue. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)), aptima sars-cov-2 ((B)(4)), and aptima sars-cov-2/flu ((B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.